Event description:
It was reported that aborted vf episodes showed noise. Chest x-ray showed a cable coming out of the insulation and that svc coil is separating from the lead. Slight increase in capture threshold and decrease in impedance observed. Patient is not stable for lead revision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.